Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep revaluated the system and found the hard drive and interconnect cable connector needed to be replaced. No conclusion can be drawn as repair info is not available.